Manufacturer narrative:
(B)(4).

Event description:
It was reported the radiculopathy patient experienced an ¿intermittent loss in optimum stimulation when pain was at its worst.¿ it was noted this intermittent loss was ¿not posture related.¿ the patient indicated that when they ¿tried to maintain the upper limit of around 2.2 v¿ that they ¿didn¿t feel the level of stimulation they had been used to and sometimes the device wouldn¿t deliver the desired voltage.¿ the patient also observed an out of regulation (oor) message that was due to a pulse width increase ¿which came and went.¿ longevity calculations were performed and indicated the implantable neurostimulator (ins) was expected to reach end of service (eos) after 24.4 months, though it was noted the patient¿s therapy impedances were not included in this calculation. Impedance testing was performed and found there were no out of range values. Interrogation of the ins indicated the battery status was ¿ok¿ as of 13 days after initial report. Two weeks after initial report the patient ¿struggled¿ to get up to 1.6 v on program 1 and 1.7 v on program 2, when the patient¿s desired voltage was 2.2 v. The patient then tried adjusting their pulse width and rate and indicated this ¿resulted in a further reduced level of coverage/pain relief.¿ the oor message occurred again and reportedly cleared from the patient programmer when the programmer was turned off and back on. Additional information was requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information reported that in an attempt to troubleshoot the situation, different non-conductive/non-metallic objects that ranged from 12mm to 25mm in size were placed between the patient¿s ins and programmer. It was noted that this ¿made no difference to the ongoing problem.¿ it was noted the patient¿s programmer battery had been replaced and was at 100%. The patient reported that because of the issue they had to supplement their stimulation with tramadol ¿which had a significant impact¿ on their ¿ability to function and undertake daily tasks.¿ it was noted the patient¿s ins had ¿worked fine for two years and had only started the issue in the last few weeks¿ at the time of report.